Event description:
It was reported that the patient had a fall and the implant was damaged. External device was checked and found to be working. The clinic is planning to re-implant the patient but a date has not been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.